Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using two proglide devices, after an ablation procedure using a 8fr sheath. Reportedly, a cuff miss suture retrieval issue occurred with both proglide devices. Surgical closure was done to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.